Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event after a meal announcement during the first night of ilet use, and the caller was advised to correct gradually and avoid overcorrection with glucose tablets while receiving education on the learning phase. Symptoms included hypoglycemia. Outcomes included troubleshooting and user education with no further medical intervention reported. Investigation included customer counseling and review of device use and alerts. Investigation of this case revealed no device malfunction identified, with low-glucose alerts reported and user factors during initial adaptation considered. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.